Event description:
The customer states the battery's leds are lit but the battery is not holding a charge. There was no pt involvement.

Manufacturer narrative:
Pr#: (B)(4): a follow up report will be submitted upon completion of the investigation.